Event description:
It was reported, the patient had a urinary tract infection. The etiology was new illness/injury. In addition, the patient also experienced urinary urgency, frequency, and pain. The patient was given cipro 500mg bid for 14 days and the event resolved without sequelae on 2012 (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# v573248, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).